Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions, and a conclusive cause could not be determined from the available information. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. Prolapsed cusps in a valve implanted for this duration may be caused by a number of factors, including patient-related conditions such as pannus growth, mineralization or calcification. The device remains implanted and is unable to be analyzed; a root cause of the aortic regurgitation could not be determined based on the available information. Prosthetic valve dysfunction, such as prolapse and regurgitation, is a known potential adverse effect per the device instructions for use.

Manufacturer narrative:
The article indicated that the device remains implanted. The serial number, which was not listed in the article, has been requested from the author contact. A supplemental report will be filed when the investigation is completed or if additional information is received. Corevalve degeneration with severe transvalvular aortic regurgitation treated with valve-in-valve implantation jacc: cardiovascular interventions 2014, vol. 7, no. 7, issn 1936-8798 http://dx.doi.org/10.1016/j.jcin.2013.10. (B)(4).

Event description:
Medtronic received information that three years post-implant a transcatheter bioprosthetic heart valve exhibited severe transvalvular aortic regurgitation (ar) with holodiastolic flow reversal in the aorta due to prolapse of one of the valve¿s cusps. The patient also exhibited sudden onset dyspnea, bilateral pleural effusion and acute renal failure. A second valve was implanted valve-in-valve, which resolved the issue with no subsequent adverse patient effects. It was reported that five months prior to the observation of severe ar during a routine follow-up, only trace ar had been observed. It also was reported that there were no signs of prosthetic valve endocarditis when the severe ar was observed via echocardiography.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.